Manufacturer narrative:
The customer reported an accuracy issue. The device in question was not returned to the service hub, which precluded us from conducting a visual inspection or functional testing. An analysis of the device's 12-month service history was performed, revealing no incidents or events similar to the reported issue. Additionally, as the customer did not provide any event history, a review of the event history/alarm logs could not be conducted. Consequently, we were unable to replicate or confirm the reported complaint.

Event description:
The customer reported that during a delivery accuracy test the device was inaccurate. The device was meant to deliver 20ml but delivered 22ml. There was no patient involvement. No harm was reported as a consequence of this event.

Manufacturer narrative:
The device has been requested to be returned for evaluation, however, it has not yet been received.